Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Boston scientific received information that a request was made to have data from this device analyzed, but the representative denied this request. The device was never implanted. No patient involvement was reported.